Manufacturer narrative:
The field service engineer (fse) found and replaced tubing that had popped off (disconnected) from a wire marker on the blood sampling valve (bsv) at the bottom of the right section. He then ran reproducibility and quality controls (qc) and the issue was resolved. Upon recur, the failure mode identified could potentially cause erroneous results for all parameters (cbc, differential and reticulocyte) in the secondary mode due to carryover from insufficient rinsing of the aspirate probe. (B)(4).

Event description:
The customer reported that 3 ml of diluted blood leaked from the lh500 lower waste port tubing at the rinse block during backwash while running specimen in manual (secondary) mode. The leak was not contained within the instrument, fluid was found on floor. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated.